Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. Upon follow up, computed tomography (CT) showed stent fracture and sac growth. Physician elected to reline with a competitor stent to resolve the issue. Post procedure the patient continued to have an unknown endoleak. No additional procedure has been planned or scheduled. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a crown separation, a type 1a endoleak, and aneurysm sac growth. The following observations were also identified; a type 3b endoleak of the suprarenal aortic extension, a coil embolization to treat a type 2 endoleak, embolization of the aneurysm sac with onyx, and a remaining type 1a endoleak post secondary procedure. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; use of antiplatelet therapy, dilation of the main body stent, and patent ima. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.